Event description:
It was reported that during a lap nephrectomy, first device, the tissue was flipping off the jaws of the instrument. The second one, the device was reporting an instrument error code. They opened a third one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned. Device a was returned with the area of the blade discolored due to heat generated from contact between the blade and tissue pad. The device was tested for functionality with a gen04 and no error code was noted. The damage to the blade is caused due to activation of the device while clamped without tissue being present. Device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5/solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.